Manufacturer narrative:
The patient received a burn on the front of the neck after laser treatment for hair removal. The technician was aware that the treatment parameters used were more aggressive than those recommended in the clinical guidelines. The patient was asked to use aloe vera gel and hydrocortisone as preventative care. It is unknown if there is any permanent injury anticipated, but the customer refused to send photographs of the injury for evaluation. During service, there were no problems found with the laser. It did appear that the handpiece had been dropped multiple times, creating cracks. It was still able to calibrate properly and the system was working within specifications. There were aggressive treatment parameters used and an apparent improper care of the device, which was likely a factor in the patient injury. This event is reportable because it was unable to be determined if there is any permanent injury from the burns to the patient.

Event description:
The patient received a burn on the front of their neck after being treated for hair removal. The treatment was performed with aggressive parameters and improper handling of the device.